Event description:
Rec'd notice of complaint concerning above product from clinical variance form filed by facility director of nursing. Reports 3 events in which a leak occurred at the (pre) pump segment to pump adapter connection. States that in all 3 events, the leak occurred at the beginning of the treatment and air was pulled into the system. Unable to return the blood in the arterial line. The lines were changed and the treatments were completed without further incident. The blood loss for these 3 pts was reported as approx 50cc. There was no further injury reported and none of the pts required medical intervention. All three events were isolated to the reported lot number. The actual samples were discarded on the day of the event, but the facility has companion samples. Director of nursing reports that the defect is visible in the companion samples, instructed to mark area. Also, reports that they have removed this lot number from stock. A response letter and mailer have been sent. Medwatch forms have been filed based on bloodloss only. Reference pir#'s 9900261 & 9900262.